Event description:
Customer reported when the alarm is on, the only sound heard is a clicking sound. Batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed a clicking sound is heard instead of the pre-recorded voice message. The tone sounds as it should. The unit passes all other functional tests. A flat contact is corroded due to battery leakage and the aqualert water indicator label shows moisture exposure. (B)(4).